Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for initial implant. During the conclusion of the procedure while the pocket was being closed, the pulse generator exhibited loss of output and the patient experienced bradycardia. The pocket was re-opened and the device was re-interrogated. The device continued to exhibit loss of output. The device was explanted and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.